Event description:
It was reported that the patients controller was exchanged due to white power connection on controller not sensing battery power. There were audible and visual alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not recognizing a connection between the white power cable connector and the battery power source was not confirmed. There was no log file submitted for review. The hm3 system controller, serial (B)(6), was not returned for analysis. There were no additional documents or images regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. Heartmate iii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 30jul2020. No further information was provided. The manufacturer is closing the file on this event.